Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2024-02075 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 9610595-2024-02075 (patient identifier (B)(6)). All new information will be submitted on this medwatch. The device was visually inspected, and functional testing was performed. Based on testing performed, foreign material was found in air water cylinder and air water tube. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, during reprocessing, the duodenovideoscope tested positive for microbiotic germs. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was further reported that all endoscopes at the customer site are reprocessed according to validated procedures, and the device in question also underwent the validated process in each case. Before the first contamination, the device was reprocessed 114 times in 2023, always resulting in no positive culture results. After 4 repeated reprocessing, the working channel was always found to be contaminated with various germs (enterobacter, serratia marcescens, citrobacter, pseudomonas aeroginosa, klebsiella oxytoca) of 1 to 50 colony forming units (cfu) and cell turf, while all other channels were unremarkable with a new reprocessing taking place between each of the 4 samplings. The first sample was taken on (B)(6) 2023. Findings were received on (B)(6) 2023. The device was still in use during the two days pending results. The device was decommissioned starting (B)(6) 2023. There were 3-4 days of storage between preparation and sampling. The storage environment before sampling was unknown. The last reprocessing of the device was done on 19 nov 2023 and was contaminated with klebsiella oxy. 50 cfu and citrobacter 20 cfu. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This report is being submitted as a correction to manufacturer report: 9610595-2024-00666. Patient identifier c24007492 is the correct valid complaint and patient identifier c24020243 will be reopened for supplemental duplicate correction and closed as a duplicate to (B)(6) . B5: describe event or problem: updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The subject device was returned for device investigation. The device evaluation found a whitish foreign material inside the air/water tube and air/water cylinder, and the distal end has residual liquid. Additionally, no abnormalities were found that could have led to the positive culture in the biopsy channel. The user sent the subject device to a third party for culture testing where: the 1st sampling date: on (B)(6) 2023 sampling from: biopsy channel, result: positive the 2nd sampling date: on (B)(6) 2023 sampling from: biopsy channel, result: positive the 3rd sampling date: unk sampling from: biopsy channel, result: positive the 4th sampling date: unk sampling from: biopsy channel, result: positive the 5th sampling date: unk sampling from: biopsy channel, result: positive one of sampling in above the 1st to the 5th resulted as below. Cfu:1 to 50cfu bacterial identification: enterobacter, serratia marcescens, citrobacter, pseudomonas aeruginosa, klebsiella oxytoca. There was ¿cell turf¿ in biopsy channel. 6th sampling date: on (B)(6) 2023 sampling from: biopsy channel cfu, bacterial identification: 50cfu: klebsiella oxy, 20cfu: citrobacter olympus sent the subject device to a third party for culture testing where: test result date: on (B)(6) 2024 sampling from: distal end, result: negative sampling from: biopsy/suction channel, result: negative sampling from: air-water channel, result: negative a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the events (positive microbial test results and foreign material) could not be determined. However, it¿s likely the residual material (cell turf) remained in the biopsy channel after reprocessing due to insufficient reprocessing. Furthermore, the liquid at the distal end and white foreign material in the air/water tube and cylinder was likely residue from a prior procedure, however the materials could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: " an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.